Event description:
It was reported that the patient presented for follow-up with an increased pacing threshold on the left ventricular lead. Fluoroscopic imaging confirmed that the lead had dislodged. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.